Event description:
The customer reported that the system generator accuracy is out of tolerance. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a kilovolt accuracy test and filament calibration. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.